Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 397 and 361mg/dl. The customer's expected fasting blood glucose test result range is 90 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 114 and 135mg/dl using true track meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 112mg/dl, (B)(6) 2016 12:00 am, fasting: yes. A 397mg/dl, (B)(6) 2016 12:00 am, fasting: yes. A 361mg/dl, (B)(6) 2016 12:00 am, fasting: yes. A 178mg/dl, (B)(6) 2016 12:00 am, fasting: yes. A 166mg/dl, (B)(6) 2016 12:00 am, fasting: yes. Dates and times are subjective to the customer's records. Customer has issues with her vision.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 397 and 361mg/dl. The customer's expected fasting blood glucose test result range is 90 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 114 and 135mg/dl using true track meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 12/05/2016. The meter memory was reviewed for previous test result history (date / time not set): the 112mg/dl (B)(6) 2016 12:00 am fasting: yes, the 397mg/dl (B)(6) 2016 12:00 am fasting: yes, the 361mg/dl (B)(6) 2016 12:00 am fasting: yes, the 178mg/dl (B)(6) 2016 12:00 am fasting: yes, the 166mg/dl (B)(6) 2016 12:00 am fasting: yes. Dates and times are subjective to the customer's records. Customer has issues with her vision.